Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received on (B)(6) 2014, the physician stated that the patient did not return for follow up; however, it had reached her office that the patient had an erosion and underwent excision of mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.